Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the mayoly spindler tube vacu pet the shield/cap stopper is different color/shade or faded. This event affected 19 devices. The following information was provided by the initial reporter. The customer stated: there are "purple tubes with blue or black rubber inside when it should be red inside."

Manufacturer narrative:
Correction: b3. Date of event: 14-nov-2022 . The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 13-dec-2022 . Investigation summary: bd received 8 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for incorrect stopper color with the incident lot was observed. Grey stoppers were found on the tubes when they should have been red. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of incorrect stopper color was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode incorrect stopper color. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the mayoly spindler tube vacu pet the shield/cap stopper is different color/shade or faded. This event affected 19 devices. The following information was provided by the initial reporter. The customer stated: there are "purple tubes with blue or black rubber inside when it should be red inside."